Event description:
The patient underwent a revision surgical procedure to replace a loose acetabular cup. The primary implantation was in 2004 and the revision in 2007. The revising surgeon stated that the acetabular component had subsided medially and into excessive anteversion. The device was grossly loose. Part of the ingrown surface was delaminated and was stuck to the bone in the superior surface. The device is not available to corin, and there were no photographs of the device taken.

Manufacturer narrative:
The device was implanted as a "continued access" device as part of the study associated with another device. The revising surgeon did not report the revision to the primary surgeon and as a consequence, this incident was not reported in the final submission of the PMA. The device part number, as part of the ide, was 179.254b. The equivalent, approved device. As stated in the covering letter, this report has been raised after a retrospective review of corin complaint files.